Event description:
During an unknown laparoscopic procedure, reportedly, while removing the obturator, the safety shield fell off into the pt. The component was removed without incident. No pt injury occurred.